Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the drug-eluting stents distributed in the united states.

Event description:
The report received from the registry indicated that during the index procedure the patient experienced an anterior non q-wave mi of the target vessel. The event was resolved without sequels. The elective procedure was stenting of the mid left anterior descending (lad). The reference vessel diameter was 2.5mm with a lesion length of 21 mm. The de novo, type a lesion was further described as a concentric bifurcation of irregular contour, moderate tortuosity, with little to none calcification; 90% stenosis and timi iii flow. During the procedure, the vessel was pre-dilated to 8 atmospheres (atm) then the 2.5x23 stent was deployed at 14 atm. Post dilatation was conducted to 10 atm as the lesion was a bifurcation and the stent was not fully expanded. Stent implantation results were satisfactory with a lesion stenosis of 0% and a timi flow iii. Further information provided indicated that after stent implant, jailing of first diagonal branch occurred. Stent implant on the lad could cause a slow flow on the first diagonal branch, thus causing a temporary enzymatic alteration. One month after the index procedure patient a follow up was performed with the patient; patient was asymptomatic.